Event description:
It was reported the patient had right distal malunion and subsequently had the external fixator placed. The surgeon reported the external fixator pins were too close which prevented distraction in the surgeon's office (event date unknown). Therefore, the patient was to undergo revision for external fixator adjustment under anesthesia (see report 3025141-2023-00114 for revision).

Manufacturer narrative:
The results of the investigation were inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.. Based on the information received, the root cause could not be determined.